Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via e-mail that low blood glucose has been recently experienced but did not provide the blood glucose value. The customer did not want to troubleshoot or speak with anyone and only wanted to document the incident. No further information was provided.